Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a compressor failure. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: tel: (B)(6). A getinge field service engineer (fse) on visual inspection noticed li-ion batteries depleted. Verify in logs .compressor failure code 14 and unit not charging. Replaced scroll compressor (0119-00-0236) and power management board (0670-00-1162), muffers (0103-00-0499, 0103-00-0631), and 9vdc battery (0146-00-0146). Pm with full calibration, functional testing and safety check to factory specifcations. Returned to the customer and cleared for clinical use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a compressor failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.